Event description:
It was reported that during a ptca treatment procedure the maverick2 monorial balloon ruptured on the second inflation after 30 seconds at 10 atms. ( the initial inflation was to 6 atms for 30 seconds.) The lesion being treated was a calcified, 90% stenotic lesion in a minimally tortuous proximal lad coronary artery. The patient was asymptomatic during this event. The maverick2 monorail balloon catheter was removed along with entire system, and replaced with another balloon catheter to successfully complete in procedure. Patient status is reported as "good'.